Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During a mako tka, the mics handpiece continued to sputter outside of the haptics and when the trigger was not pressed. Mics status check was completed successfully after the case.

Manufacturer narrative:
Follow-up #1 and final report submitted. Reported event: it was reported that during a mako tka, the mics handpiece continued to sputter outside of the haptics and when the trigger was not pressed. Mics status check was completed successfully after the case. Product evaluation and results: the product was unavailable for inspection as the product was not returned. Product history review: review of the device history records indicate 25 devices were manufactured under lot k08xn and all were accepted into final stock on 02/22/2017. No issues were identified during inspection. Complaint history review: a review of complaints related to parts in lot number k08xn, p/n 209063 shows no other complaint related to the failure in this investigation. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Device not returned.

Event description:
During a mako tka, the mics handpiece continued to sputter outside of the haptics and when the trigger was not pressed. Mics status check was completed successfully after the case.